Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen has several flickering dots and it was discovered during inspection by fst. There was no patient involvement,

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.